Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('I have been experiencing severe pain and swelling since the essure implants and had to have a full hysterectomy as a results') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and swelling ("I have been experiencing severe pain and swelling"). The patient was treated with surgery (full hysterectomy). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain and swelling outcome was unknown. The reporter considered pelvic pain and swelling to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 26-aug-2021: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('I have been experiencing severe pain and swelling since the essure implants and had to have a full hysterectomy as a results') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and swelling ("I have been experiencing severe pain and swelling"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain and swelling to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('I have been experiencing severe pain and swelling since the essure implants and had to have a full hysterectomy as a results') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2013, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and pelvic discomfort ("discomfort due to the essure"). On an unknown date, the patient experienced swelling ("I have been experiencing severe pain and swelling"). The patient was treated with surgery (full hysterectomy). Essure was removed on (B)(6) 2021. On (B)(6) 2021, the pelvic pain and pelvic discomfort had resolved. At the time of the report, the swelling outcome was unknown. The reporter considered pelvic discomfort, pelvic pain and swelling to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 19-oct-2021: reporter and plantiff's demographics added. New event, discomfort due to the essure was added. Event onset and stop dates for pelvic pain added and outcomes was updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.